Event description:
Clinical trial. It was reported that during a coronary artery drug eluting stenting treatment procedure balloon withdrawal resistance occurred. The index procedure identified and treated one target lesion. Target lesion one was a de novo, mildly calcified, moderately tortuous, bifurcated, unprotected left main coronary artery to proximal circumflex lesion measuring 4.0x16mm with 80% stenosis. Target lesion one was treated with direct stenting using a 3.5x24mm taxus liberte stent and post dilation resulting in 0% residual stenosis. Balloon withdrawal resistance of the taxus liberte stent delivery balloon was reported. No patient complications were reported as a result of this event.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined. Product unavailable for analysis